Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is delivering insulin when it wants to and is not delivering insulin when it is supposed to. The customer's blood glucose was 410 mg/dl. Troubleshooting was performed. The customer was able to deliver a bolus successfully. The customer does not feel comfortable and would like the insulin pump returned. The customer declined troubleshooting for their high blood glucose.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.